Event description:
Pt is a 31-yr-old female, g1p1, status post implantation of subglandular 280 cc gels in 6/7/85. History pertinent for appendicectomy in 1972 and laparoscopy 3 times during the period of 1988 to 1991 for endometriosis. Ten years following placement, lt implant ruptured when IV stand fell on chest, rt ruptured in a car accident. Local and systemic complaints are: bilateral capsules removed on 3/24/95, arthritis, fibromyalgia, muscle spasms, numbness, swelling, hard lumps, chronic fatigue, low grade fever, regular infections, hot flashes, pain in gums and teeth, vision problems, dizziness, memory loss, depression, dry mucus membranes, hair loss, sores, ulcers in mouth, skin lesions or blisters, senstivity to cold, sun and chemicals.